Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the lead dislodged while slitting and was then dropped on the floor by the physician. The lead was not used. An additional lead was attempted and that lead dislodged three times during slitting. That lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.